Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(6) ¿ the dentist reported that almost 4 months and 9 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed and occlusal overload has occurred. Moreover, bone graft was placed and immediate load procedure was performed.